Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 the surgeon was attempting to use the proximal locking without the afn nail construct and could not get the 2.8mm guidewire to go through the distal recon hole of the nail. Reportedly the surgeon removed the proximal part of the nail from the patient and rechecked the alignment of the jig to the nail this seemed to be fine when out of the patient. The nail was then reinserted and slight force on the nail caused the alignment to be off and the sleeves were aimed to the wire anterior to the nail. The surgeon then inserted the reamer into the head which reamed through the anterior of the nail. This is for the (B)(4)tan. This is 5 of 5 reports for this event.

Event description:
This is 5 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. Connecting screw handle-nail not tightening after nail insertion may lead to a misalignment of the instruments. A distance between the drill sleeve tip and the cortex screw may lead to slipping of the guide wire or drill bit on the cortex screw and therefore may lead to a mismatch of the instruments. The device was sent to the plant for evaluation and has been tested and is fully functional. The device has been measured and found to be according to the given specification. No product fault could be detected.